Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr30. The diode was shorted from legs 5 to 9, causing the negative portion of the biphasic waveform to be missing.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported device issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device has been returned to the customer for use.

Event description:
The customer reported that during a preventative maintenance procedure, they observed that the device had its service indicator illuminated and had logged an event code which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.